Manufacturer narrative:
Concomitant medical products: 6944-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited inadequate p-waves that contributed to far field r-wave (ffrw) and noise. Additionally, the right ventricular (rv) lead exhibited high thresholds. Reprogramming was done, and the leads remain in use. No patient complications have been reported as a result of this event.